Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient states she is having trouble with the communicator. Patient states the blue light is not blinking and the green light is on but when they tries to connect to the ins the handset is showing communicator not found. Pt states she charged the communicator last night. Agent had patient reset blue tooth/handset and communicator. Patient was able to connect and see the therapy screen. The troubleshooting steps that were taken on the call resolved the issue. Patient will call back if they needs further assistance. Pt mentioned she has b set at 1.2 which is the program she put on at night to sleep and c is at 2.6 and she leaves this setting on all day. While on the call pt mentioned she has had trouble with the communicator before but that it was resolved patient called back and said the issue is persisting. They confirmed that bluetooth is enabled on handset. During the call they did a long press on communicator and then tried to connect and were successful. Since the issue keeps happening, a request was sent to repair dept to replace the communicator. Patient and caller called back stating they received communicator but handset says not found. Agent helped them reset communicator an handset but they were still seeing not found after pressing switch communicator. Caller accidentally turned on voice assistance, and when they tried to search and look for accessibility on settings to turn it off, they made the allegation that accessibility feature does not exist, they could not find it in the settings. Caller also stated the handset does not work and the keyboard is malfunctioning. Agent set request to repair to replace handset. Agent helped reset communicator again to remove alternating green and blue light. Reopened to add secure not patient called back with their replacement equipment for assistance pairing to the implant and accessing the implant. Agent attempted to begin setup process, but patient reported service code: 205, requiring permissions to be allowed. Agent attempted to walk patient through allowing all permissions for the app but the app kept bringing up the same service code. Agent conferenced hcit for assistance and they also walked through making sure all allowances were set up for the mystim app. Patient also tried to restart handset to see if that would help, but they were still met with the same service code: 205 over and over even though the app in settings showed all permissions were allowed. Agent was ultimately unable to get patient access to the application. Agent reviewed information and sent request to repair. Patient mentioned their stimulation was set to 2.5, which usually it was not, so they have a hard time sleeping with the buzzing. Patient asked if anyone could help with setup tomorrow; agent reviewed they may want to work with a medtronic rep through tech services to do the setup tomorrow. Agent closed case. Patient called back and repeated previously documented information. Patient confirmed they got a replacement equipment on saturday and needed help getting their handset set up. Agent asked and patient mentioned they see 3 cameras on the handset. Patient powered on the handset, opened the mystim app and handset showed service code 305. Agent walked patient through allowing permissions in the settings. Patient opened the mystim app and patient stated the handset showed service code 205. Agent consulted hcit on the call. Patient was able to select mystim app and confirmed all permissions were allowed. Patient was able to open the mystim app, patient was able to enter the code manually then placed the communicator over their implant. Patient confirmed the handset was able to find their implant and patient confirmed they were able to see their therapy settings. Patient confirmed they were able to change groups on their therapy settings. The troubleshooting steps taken on call resolved the issue.